Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.7, lab: 5.3. Patient self tester's wife denise called in because her husband was still getting discrepant results. Patient self tester went to the emergency room because blood was pouring out of his elbow. Therapeutic range: 2.8-3.4.

Manufacturer narrative:
Investigation pending.